Manufacturer narrative:
The samples were serum. No additional sample information was provided. Na qc data on the date of the event did exhibit imprecision. A bec field service engineer (fse) found loose co2 membrane that resulted in the damper being full. Fse replaced the membrane and corrected the sample level, which resolved the issue. Fse addressed additional co2 issues. All repairs and performance were verified.

Event description:
A customer contacted beckman coulter inc (bec) in regards to erroneous high sodium (na) and chloride (cl) results for multiple patient samples generated by the unicel dxc 600 pro synchron chemistry analyzer. The results were reported out of the laboratory and questioned by the physician. The results were repeated and lower results were obtained. Patient treatment was not initiated or withheld based upon the erroneous results reported.